Event description:
It was reported that during a lap gastric bypass this device was closed and would not reopen. Tried using reverse buttons and manual release trigger procedure was completed with same like product. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) partially fired 1/16 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Not on tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4-6, not sure the exact. Firing during which stroke did the event occur? Once closed, powered doesn't have strokes. What color cartridge was being used? Not sure. What other color cartridges were used before and after this event? Not sure. Was buttressing material utilized? If so, which product? Usually is, synovia. Was the instrument fired across or near an existing staple line or clip? Not sure. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not sure. Was there any difficulty removing the device from the tissue? Not on tissue. Is there any other additional information you would like to share about this device or procedure? It happened once closed to put in trocar and would not reopen once in patient.